Event description:
A uf reported that an lma leaked while being used in a pt. The lma was removed and replaced with another. There was no report of any pt pboblems or injury, and the physician that he did not perform the pre-use performance tests. The mask will be forwarded to the MFR for evaluation. There has never been a report of a serious injury associated with the failure to maintain inflation, and co believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although co does not believe this event meets the definition of a reportable device malfunction, co has agreed to comply with the agency's position, that events of this type should be reported, stated in its 8/1/97 letter to the MFR.